Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported "explanted and replaced due to prosthetic ruptured." This record is for right side. The device has been explanted.

Manufacturer narrative:
Visual analysis of the returned device identified: deformation, yellow particles and fold creases. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: - no were observed openings on the device or issues related with the complaint.

Event description:
Physician reported "explanted and replaced due to prosthetic ruptured." This record is for right side. The device has been explanted.